Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy fluid. The cause of the event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, after every five days, route and duration not reported) and fortum injection (1 gram, once daily, route and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown and action taken with pd therapy was not reported. No additional information was available.

Manufacturer narrative:
Upon follow up it was reported the patient was not recovering from the peritonitis event; therefore, the pd catheter was removed and patient was transferred to hemodialysis (date not reported). Should additional relevant information become available, a supplemental report will be submitted.